Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the recharger will not charge. The patient reported that it looks like there is something wrong with the prong inside the recharger. It was reported that the ins was completely dead because the recharger cannot be charged to charger the ins. No patient complications have been reported because of this event.